Manufacturer narrative:
The biosense webster field service engineer (fse) has contacted the ep lab with regards to this incident. The fse advised the customer that the issue was caused by not having the patient's defibrillator turned off prior to undergoing a carto procedure. Also the fse advised the customer that the location pad induces radiofrequency currents that can cause interference with some implanted devices. Per customer, a st. Jude representative informed them that the patient's device would require a double magnet to turn it off as opposed to the standard single magnet that is typically used, so the device could not be turned off without the double magnet. There was no malfunction of the carto system reported.

Event description:
It was reported that during a ventricular tachycardia (vt) procedure the physician was unable to interrogate the patient's st. Jude defibrillator device. The physician taped a magnet over the patient's device in an attempt to turn off the device, then proceeded with carto mapping. Subsequently the physician attempted to induce vt and the patient received an internal shock from the st. Jude device. Then the carto location pad was removed and the device was reprogrammed. The patient was in stable condition and remained overnight for routine observation. The patient full recovered and the prognosis was satisfactory.